Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, for menstruation (route vaginal, lot number 2291m, frequency, and expiration date unspecified). After an unspecified duration, she noticed that the tampon cotton and the tampon fell apart while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on (B)(6) 2012 lot number was updated from 2291m to 2291m3475 the returned sample was received on (B)(6) 2012. A valid lot number was obtained with the returned sample. Returned sample inspection was done. The complaint sample contained five o.b non-applicator tampons, two of which were opened and showed evidence of manipulation or damage during shipping. Based on this, these 2 tampons were ruled out of the investigation. The visual inspection performed on the remaining 3 tampons confirmed that no nonconformance or manufacturing defects were observed related to this complaint. Device history record review revealed that the process was executed as per established parameters and procedures. The retain sample was visually inspected and no nonconformance or manufacturing defects related to the alteration or the substance described by the consumer were observed. A review of the complaint data associated with the breaks/falls apart & reportable pqc complaint categories was performed and no adverse trends were found for the o.b non-applicator tampons product family. No trend was observed involving this lot number. A review of the history of non conformances recorded in the ob department over the period of (B)(6) 2010 to (B)(6) 2012 was performed. This review did not indicate a trend requiring action. A review of manufacturing process, design, package and product changes over the period of (B)(6) 2010 to (B)(6) 2012 was performed. No changes related to this complaint were made. Based on acceptable documentation review, absence of trend and acceptable inspection of returned and retain samples, the investigation concluded that there was no evidence to support that the device failed to meet specifications. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (b)6) 2012, from a female consumer (age unspecified), reporting on self from the united states. On an unspecified date, the consumer started using o.b non-applicator tampons, for menstruation (route vaginal, lot number 2291m, frequency, and expiration date unspecified). After an unspecified duration, she noticed that the tampon cotton and the tampon fell apart while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.